Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. The lead was repositioned. However, during the repositioning, perforation had occurred. The lead was surgically abandoned. No additional adverse patient effects were reported.